Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high out-of-range (oor) pacing lead impedance measurements of greater than 2000 ohms. It was also reported that there was noise being oversensed which could not be reproduced. However, this oversensing did not lead to pacing inhibition in greater than two seconds of asystole. This rv was surgically abandoned and capped. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.